Manufacturer narrative:
Medtronic received additional information that this product was replaced because during the patient¿s hospitalization, the patient developed a large ventricular septal defect (vsd). The device was explanted to repair the vsd, and not due to a product problem.

Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation.

Event description:
Medtronic received information that thirteen days post implant of this bioprosthetic valve, this valve was explanted and replaced with a bioprosthetic valve. No failure mechanism and no other adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.